Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted one opened foley tray was received. Visual evaluation noted the inlet tubing was slightly bent near the meter connection, but not enough to obstruct the flow. This meets specifications stating "drainage tube with reduced i.d. More than 25% is not allowed". Although the product met specifications for a kinked tube, the product was still considered to be bent, and therefore the reported event was confirmed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect cutter set-up. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.corrections: d4, d10h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing section was forced into a sharp right angle bend by the shape and size of the packaging tray, which caused deformation in the section of the tubing and pre-disposed to kink at the section.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing section was forced into a sharp right angle bend by the shape and size of the packaging tray, which caused deformation in the section of the tubing and pre-disposed to kink at the section.